Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 50 mg/dl. The customer¿s other blood glucose level was 90,80, 70 mg/dl. The customer was not admitted into the hospital as a result of the low blood glucose. The troubleshooting was declined for the low blood glucose over delivery. The customer was treated with the glucose. The insulin pump will not be returned for analysis.